Manufacturer narrative:
The 2nd lead details are below: product description: evoke cap12 percutaneous lead kit - 60cm model # : 102878 catalogs#: 3008 serial/lot #: (B)(6). Manufacture date: 6/27/2024 expiration date: 6/27/2026

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An impedance test was performed, and disconnected electrodes were identified on one (1) lead. An x-ray confirmed migration of both leads. A revision procedure was completed to replace the leads and resolve the reported event. It was noted that non-saluda anchors were used to secure the migrated leads.